Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was re ported that the patient saw a power on reset (por) code on their patient programmer (pp), indicating that therapy has stopped due to por. The patient reported they had just finished recharging their ins when they saw the error. It was reported that the por was not related to an overdischarge event. The patient could not troubleshoot because they did not have their pp with them. The patient stated they would check what kind of por error it was that evening. It was reviewed how to clear the por if it was the informational type. No further complications were reported/expected.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported the patient received a new programmer and the por code had been resolved. No further complications were reported or anticipated.